Event description:
An adult male with a body mass index of greater than 50 was having a surgical procedure. While suturing the port site closed, the tip of a zero vicry ur-6 tip broke off the suture needle. The packaging was not saved so no reference or lot number available. No harm to patient or staff.